Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. Product record review revealed no additional information related to the complaint. Based on all available information, no further actions are considered necessary.

Event description:
It was reported that during a cryo-ablation procedure using a polarx catheter the patient experienced cardiac tamponade. During ablation, the sheath could not maintain its deflection. At the doctor's discretion, he continued to use the product as it was and proceeded with the procedure. When an echo was used, evidence of cardiac tamponade was confirmed, however, there was no abnormality in blood pressure. When an echo was performed to check the position of the guidewire, tamponade was found in another location. Regardless of this, they were able to complete the procedure. The device is expected to be returned for analysis.

Event description:
It was reported that during a cryo-ablation procedure using a polarsheath the patient experienced cardiac tamponade. During ablation, the sheath could not maintain its deflection. At the doctor's discretion, he continued to use the product as it was and proceeded with the procedure. When an echo was used, evidence of cardiac tamponade was confirmed, however, there was no abnormality in blood pressure. Regardless of this, they were able to complete the procedure. The device is expected to be returned for analysis. 08aug2024: per gfe: 1. When an echo was performed to check the position of the guidewire, tamponade was found in another location. It was unknown if it is directly related to the sheath. 2. Since there were no abnormalities in the blood pressure, the patient was placed on observation in the ccu, and the procedure was discontinued. 3. Polarx fit st waslocated in the ripv, near the atrial septum at the time the effusion/tamponade was discovered 4. The ablation had been taking place approximately 3.5 hours including the time of monitoring the progress when effusion/tamponade was observed. 5. It was known from a conversation with the physician that there might be damage on the lateral side. 6. The effusion/tamponade occurred in the lateral side. 7. It was learned that the prognosis of the patient is good, and the patient was successfully discharged. 11aug2024: per gfe: 1. Polarx catheter used during the procedure is m004crbs3050, 34283133.